Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, induration, inflammatory reaction, hypersensitivity reaction and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further follow-up with the healthcare professional revealed that the reported event does not represent the FDA definition of a serious injury.

Event description:
Further follow-up with the treating physician revealed symptoms resolved approximately 3 months after the injection date.

Event description:
Healthcare professional reported a pt was injected with one syringe of "juvederm" in the nasolabial folds and melomental folds. Immediately following injection, the pt had "swelling" in the injection area. The pt was treated with .1 cc of hyaluronidase on the right melomental fold with "some improvement." Pt was also given a medrol dose pack for treatment. Healthcare professional indicated the pt is still experiencing "swelling that has expanded into the cheeks," as well as the "face is hot, there's firmness, induration, a lumps." Healthcare professional stated that this may be an "inflammatory reaction or hypersensitivity reaction," and the pt "does not have a fever or any sign of infection." Pt was injected with juvederm voluma xc one month prior in the cheeks. This is the same event and the same pt reported under MDR ID #3005113652-2015-00380 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, "juvederm."